Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 167.4 cm. Sections g5 and g7 are not applicable. Section h10 is blank as there are no related report numbers.

Event description:
A patient in a study underwent a da vinci-assisted low anterior resection with coloproctostomy, splenic flexure mobilization, and diverting loop ileostomy surgical procedure. During the post-operative recovery period, the patient began presenting with the following complications: leukocytosis with fever, chemotherapy induced neuropathy and paresthesias, pneumatosis in the colon and an intraabdominal fluid collection on CT abdomen, urinary tract infection, acute kidney injury, acute urinary retention, severe protein calorie malnutrition, blood loss anemia (which improved with a transfusion of an estimated 350 ml of blood), acute respiratory failure, cardiac arrest with unclear etiology, and encephalopathy due to the cardiac arrest. As a result, the patient was kept in the ICU for eight days and was discharged to a skilled care facility on day 41. There was no report of a da vinci device malfunction during the procedure.

Manufacturer narrative:
Updated fields: b2, b6, h1, h2, h11. Additional information: the patient experienced a cardiac arrest 34 days after the index procedure with an unclear etiology and remained intubated and unresponsive off of sedation. The family decided to perform compassionate extubation and the patient died six days later. The patient had multiple comorbidities as noted in the initial medwatch submission. A da vinci system log review was not performed, as the study investigator reported that none of the events were related to the da vinci system, instruments or accessories. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the adverse events described in the initial medwatch report and the new additional information provided is not unique to an intuitive product; there is insufficient information to determine if the intuitive product could have caused or contributed to the event. The study patient in this report had multiple post operative complications and died after the index procedure after a compassionate extubation. While no allegation is made against any intuitive surgical product, the causes of the various complications and events that led to those complications are not provided. The ultimate cause of death and the reasons to proceed with a compassionate extubation are not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event. Corrected information: the patient was never discharged and expired in the hospital.

Event description:
Refer to h11 for follow-up information.